Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer, and with the support of the engineer carried out test, performed forced shutdown and startup of the main pcs but the issue persisted and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the power signal was not coming out of the pc suite. On further troubleshooting, fse found that the bios battery was out of range in voltage. The fse replaced the battery and after tests were carried out it was found that bodyguard needs calibration. To resolve the issue, fse calibrated the bodyguard. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.